Event description:
Breast implants have ruined rptr's life. Demyelinating neuropathy, raynaud's syndrome, tmj-"metalarsalgia", adhesive"encapulides", optic nerve disease, sjogren's syndrome from silicone & polyurethane breast implants. She has been told she would go to a wheelchair, on a respirator, into a coma & then die. She was told this would cause no ill effects & would last a lifetime.she has brain damage & extensive memory loss.